Event description:
It was reported during the procedure on (B)(6) 2025, the physician had a little difficult with the dilator but was able to dilate. The deficit on the fluent device began to rise. The physician then checked the cavity and noticed a small perforation, size of the dilator near the center of the fundus. The procedure was then aborted. Patient was sent to recovery. No other information is available.

Manufacturer narrative:
Serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Additional information received: the patient is doing well. The myosure reach device was used along with the omni hysteroscope during the procedure.